Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to excessive ble usage and was resolved by reprogramming the icm. There were no reported patient consequences.